Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but the exact cause was undetermined. The proximal end of an 18g x 8cm powerglide catheter was returned for investigation. The sample resembled the product in the photographs that were provided for investigation. One photograph showed a red colored residue on the threaded extension set connector that was attached to the purple powerglide hub. The extension set was not returned for investigation. The powerglide tubing extended 5mm from the distal end of the green strain relief sleeve. The distal section of tubing was not returned for investigation. A microscopic examination revealed that the distal end of the catheter segment was uneven. A portion of the surface of the cross section was glossy. It could not be determined if the needle damaged the catheter during insertion, which may have initiated the break. It was reported that the damage to the catheter was noted approximately 4 hours after insertion. No damage associated with the manufacturing process was observed. Based on the event description and condition of the returned sample, it appeared that the damage occurred during use, but the exact cause of the break could not be determined. The product IFU includes warnings to prevent catheter damage during insertion. A lot history review (lhr) of rebx2177 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the catheter broke by the hub. The midline was placed in the right upper arm with no difficulty or complications. The original needle out of the midline kit was contaminated prior to insertion so a single midline was dropped on to the field for the insertion. Placement occurred around 1630. Around 2030 the patient put his call light on complaining of his right arm being wet. The nurse found blood on his arm and the midline pulled out lying on the bed with only approximately .5cm of the catheter connected to the hub. The remaining 7cm was unable to be located after "turning the room upside down." The practitioner on call ordered multiple x-rays and scans to try to locate the midline and all scans returned negative for the missing catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx2177 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the catheter broke by the hub. The midline was placed in the right upper arm with no difficulty or complications. The original needle out of the midline kit was contaminated prior to insertion so a single midline was dropped on to the field for the insertion. Placement occurred around 1630. Around 2030 the patient put his call light on complaining of his right arm being wet. The nurse found blood on his arm and the midline pulled out lying on the bed with only approximately .5cm of the catheter connected to the hub. The remaining 7cm was unable to be located after "turning the room upside down." The practitioner on call ordered multiple x-rays and scans to try to locate the midline and all scans returned negative for the missing catheter.